Manufacturer narrative:
Manufacture date has been corrected from 11/26/2015 to 11/23/2015. Our field service engineer has investigated the reported ventilator on site. Both nozzle units were replaced, the issue disappeared then it came back again. The o2 gas module was replaced to resolve the issue both nozzle units and the o2 gas module were sent back for further investigation. The provided logs confirm the reported issue. The returned gas module and both nozzles units have been tested in a ventilator. They passed the pre-use check. No abnormal found during ventilation for 24 hours. They passed another pre-use check after ventilation. The reported issue could not be reproduced. However, during testing the gas module in the gas module test system, it was noticed that the membrane inside the gas module was sticky a little bit which caused an intermittent failure with the gas module. The conclusion is that the nozzle inside the gas module is the cause of the issue. However, the root cause for the sticky membrane is unknown. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #. D1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit d4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800

Event description:
Manufacturer's ref. #: (B)(4).